Event description:
Periodic review of items removed from itotal reusable instrument trays during re-processing was completed. The review showed that a tibial impactor tip broke where the impactor tip connects to the handle.

Manufacturer narrative:
Periodic review of items removed form itotal reusable instrument trays during re-processing was completed. The review showed that a tibial impactor tip broke where the impactor tip connects to the handle. Review of the inspection records for the affected lot indicates that the device was manufactured to specification.